Manufacturer narrative:
Lot review: a review of the mfg. Lot database for lot# 3362236 (mfg. Date 11/2016) shows (B)(4) units were mfgd, tested, inspected, and released citing no exception documents. Visual inspection: received: one new 46112-03, transpac IV monitoring kit w/03 ml squeeze flush device, arterial safeset reservoir and needleless valves; lot# 3362236 and one used 46112-03, transpac IV monitoring kit w/03 ml squeeze flush device, arterial safeset reservoir and needleless valves; reported lot# 3362236. Only the safeset syringe was returned from the used sample. The red female luer was confirmed to be separated from the pressure tubing. Functional testing: only a partial solvent ring was observed around the pressure tubing. Only partial solvent residue was observed inside the female luer tubing pocket. The new unused set was leak tested and no leaking was observed. Unit was then pull tested to failure. Engineering summary: the reported complaint of tubing came away was confirmed. The root cause of the failure was from insufficient solvent. A partial solvent ring was observed around the pressure tube and inside the female luer tubing pocket. No defect was found with the new unused set. ICU medical through continuous corrective and preventative actions are reviewing the process and making the necessary improvements to the manufacturing process.

Event description:
Complaint rec'd regarding one (1) 46112-03, transpac IV monitoring kit w/03 ml squeeze flush device, arterial safeset reservoir and needleless valves; lot# 3362236. The report states, on the arterial line of this custom single kit, the pressure tubing immediately distal to the zeroing stopcock started leaking, then pulled loose from the red luer. There were no adverse patient consequences reported.